Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had expired due to an unknown cause. The device was interrogated during autopsy and was found to be in bvvi after reaching normal eri. Further information was requested but not received.

Manufacturer narrative:
Device was returned for analysis after patient death. Device was received in backup mode with normal physical characteristics. Analysis of device image indicated that backup occurred after patient death due to low battery voltage at cold temperatures. Battery data was extracted and analyzed indicating normal trends throughout the entire data set retained within the device image. Further testing was performed by cutting open the device and performing direct measurements on the internal circuitry. All measurements were normal with battery level having reached normal end of life. The original battery was replaced to perform additional testing and all test results indicated normal device characteristics. Longevity assessment was performed and indicated that implant duration exceeded the total projected longevity and considered normal battery depletion.